Event description:
Info received indicates the siderail is not latching due to a missing siderail latch plate.

Manufacturer narrative:
The tech replaced the siderail latch plate to repair the stretcher.